Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The screws that hold cables to back of ventilator were replaced to ensure proper seating of cables to connectors, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during use. The unit was switched to manual mode and the case was continued. There was no report of patient injury.